Event description:
Pt underwent knee arthroscopy and meniscectomy. Record of operation indicated a shaver was noted to be intact when removed from the pt, but bent. An x-ray confirmed there was no evidence of retained fragments.